Event description:
Customer reports that: "equipment was not giving the proper reading and the icp monitor was displaying -99. The issue was resolved by replacing the microsensor".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.